Event description:
It was reported that the right ventricular (rv) lead had a localized fracture just beyond the connector of the device and the rv lead had a sudden increase in impedance. It was also reported that rv lead noise was recorded and wrongly classified as ventricular fibrillation (vf.) Therefore the rv lead was partially removed, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression.